Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an ablation procedure, the patient received an inappropriate shock which accelerated the heart rhythm into vf (ventricular fibrillation), which required rescue. It was noted that the programmer head possibly slipped during the procedure. The device remains in use. No further patient complications have been reported as a result of this event.